Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised again because of issues with the pe inlay. Dor unknown; all acetabular components were revised. The most recent revision surgery was performed on (B)(6) 2021. The operative time was not prolonged. In this patient, revision surgery was required due to subluxation of the femoral head with dislocation of the cup inlay that was placed during the most recent revision, squeaking sounds, and a sense of instability. The repeat revision surgery was the adverse consequence of the complication.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Examination of the returned devices was able to confirm the reported disassociation event. A root cause could not be determined. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: the DHR has been reviewed and no deviations or anomalies were found. Corrected: g1.